Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00042 and 2134265-2015-00107. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to visualize the unspecified lesion. During procedure, the liquid crystal display (lcd) has a normal display. However, motordrive unit failed to perform automatic pullback. The procedure was completed with the same device. No patient complications were reported.